Event description:
The customer (B)(6) reported to olympus representative (B)(6) that the ecba-20-100-180 hanaro stent was placed in the patient on march 1 and fractured and broke apart in the patient. The doctor retrieved both pieces from the patient.

Manufacturer narrative:
This follow-up report is intended to correct the coding terms that were either incorrectly entered or omitted in the previous report. This report is being submitted as an initial MDR by the manufacturer. The distributor also submitted a report (reference no: (B)(4)). Based on the description, this case involves the stent issue (stent fracture) of an esophaseal stent. We are currently confirming through the distributor whether the product can be retrieved. If the product becomes available, we will perform a product analysis and prepare the report by identifying the most probable root cause. If the product cannot be retrieved, the report will be prepared based on theoretical analysis and a review of the device history record (DHR). The initial MDR submission was delayed because m.i.tech was not aware that distributors had independently submitted mdrs, as several notifications were sent to an inactive email address and no internal process yet existed to routinely verify distributor-submitted reports. This gap has now been addressed through olympus staff retraining, initiation of a CAPA, and m.i.tech's implementation of a regular review process to ensure timely identification of MDR-reportable events.

Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The distributor also submitted a report (reference no:(B)(4). Based on the description, this case involves the stent issue (stent fracture) of an esophaseal stent. We are currently confirming through the distributor whether the product can be retrieved. If the product becomes available, we will perform a product analysis and prepare the report by identifying the most probable root cause. If the product cannot be retrieved, the report will be prepared based on theoretical analysis and a review of the device history record (DHR). The initial MDR submission was delayed because m.i.tech was not aware that distributors had independently submitted mdrs, as several notifications were sent to an inactive email address and no internal process yet existed to routinely verify distributor-submitted reports. This gap has now been addressed through olympus staff retraining, initiation of a CAPA, and m.i.tech's implementation of a regular review process to ensure timely identification of MDR-reportable events.

Event description:
The customer (B)(6) reported to olympus representative (B)(4) that the ecba-20-100-180 hanaro stent was placed in the patient on (B)(6) and fractured and broke apart in the patient. The doctor retrieved both pieces from the patient.